Event description:
It was reported that during a routine device change out, the right atrial lead insulation was noted to be damaged. The lead was repaired and tested and the physician decided to leave the lead implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.